Event description:
Boston scientific received information that the device settings for implantable cardioverter defibrillator (ICD) showed the device was in monitor+therapy, however is listed as storage mode under last programming with a date from a couple years earlier. A save to disk was sent for analysis which found a memory error in the change log. Therapy is not effected as the change log is diagnostic. The device is in the correct tachy mode for detection. Troubleshooting steps were provided to correct the error. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.